Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there were erroneous results. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: the "lab is getting elevated potassium results. The patients blood is draw at the doctors office, spun down at the office and is then transported to the lab. After running tests they're getting elevated potassium numbers. 2021-08-18 additional information: the patients affected were sent to the ER/hospital. All potassium levels tested at the hospital were within normal ranges.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. The barrier formation was also evaluated and performed as expected. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there were erroneous results. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: the "lab is getting elevated potassium results. The patients blood is draw at the doctors office, spun down at the office and is then transported to the lab. After running tests they're getting elevated potassium numbers. On 2021-08-18 additional information: the patients affected were sent to the ER/hospital. All potassium levels tested at the hospital were within normal ranges.